Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery remaining in this device has decreased from 54% in may down to 17% at the last follow-up. A review of device downloaded memory was done by technical services and premature battery depletion is suspected. The device was explanted. There were no additional adverse patient effects.

Manufacturer narrative:
Patient code 3191 is used to indicate surgery. The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
This supplemental report is being filed to provide additional information regarding device analysis.